Event description:
The tibial insert would snap into the baseplate. There was no adverse consequence for the pt.

Manufacturer narrative:
The tibial insert was visually and dimensionally inspected as received. The anterior locking tab exhibits significant distortion due to having been crushed by the locking post of the baseplate during the intra-operative assembly attempt. This condition suggests that the insert was not positioned fully posterior when it was impacted. The insert as received was then assembled to a baseplate with the results of poor snap action and insecure locking. The locking tab was then bent to near its original design position and the test repeated. Results were then full, tight seating using only two-thumbs pressure. A review of the device history record for this insert found that no discrepancies were reported during manufacture. The evaluation results suggest that this event is not device related but rather is associated with intra-operative.